Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the skin reaction consisted of redness, inflammation, and pimples at the sensor patch adhesive site on the back of the right upper arm. She had a large red welt in the area of the sensor. A portion of the sensor wire had remained in the skin and was removed with her fingers. The patient went to the hospital on (B)(6) 2022 and she was diagnosed with an infection and no medications were prescribed. At a walk in clinic on (B)(6) 2022, the healthcare personnel (hcp) prescribed a twice-a-day oral antibiotic (smz/tmp ds 800 mg-160 mg tablets which contain the combination of sulfamethoxazole and trimethoprim antibiotics). On (B)(6) 2022 she consulted her primary physician who gave her an antibiotic shot (unspecified). On (B)(6) 2022 although the welt remained, she felt better. No additional patient or event information is available.